Manufacturer narrative:
(B)(4). Date sent: 5/12/2021. D4: batch # u95l73. H6: component codes: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned without apparent damage and no broken parts were observed. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips without difficulty noted. The device locked as intended after the last clips were fired. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device performed without any difficulties noted and no malformed clips were fired during the analysis and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. H11: corrected data: report submission due date. Report submission due date: 5/17/2021. G3: date received by manufacturer: 4/17/2021.

Manufacturer narrative:
(B)(4): batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: please clarify how ¿still didn¿t close parallel¿. Did device fire malformed clips? Did device fire scissored clips? Was device fired over another clip or hard structure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, first clip was firing with space in crotch of jaws. Surgeon thought it was incomplete clip closure. Fired multiple on mayo and still didn¿t close parallel. A new device was used to successfully complete the case without any delay and with no patient consequences.